Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for failure analysis evaluation. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for failure analysis evaluation.

Event description:
On 20-dec-2024, intuitive surgical, inc. (Isi) received mw5163125 stating: "davinci mega suturecut needle driver 8mm, one of the grabbers broke apart inside of patient during a roux eny."